Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they had an overstimulation sensation from their implantable neurostimulator (ins). The patient stated that it was ¿vibrating on high¿ and could not get the stimulation to turn off. The issue started after the patient had injections in their back. When the programmer was used to check the ins, they got a poor communication screen and the stimulation was shown to be off. The recharger unit also showed the stimulation was off. The indication for use for the implanted device was noted as spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led up to the ¿vibration¿ issue was that, after they received an epidural in their back. About 20 minutes later, the vibration was extremely high running down their legs into the testicles. The patient mentioned that they had charged the device the night before so they had a full charge. They noted that it was the first time they had an epidural when the device was fully charged. As a step to resolve the vibration on high issue, they laid down for about 1-2 hours and it subsided but they did report they could not turn down the controls even when they shut it off. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.